Event description:
It was reported that when the physician went up with the coil (subject device), he realized that the first coil was still in the microcatheter. The physician pulled out second coil (subject device) and went up and used guidewire as a medical intervention to push the first coil out of the microcatheter. Physician went back up with the second coil (subject device), which ended up being deployed at the base of the anx due to the microcatheter being positioned at the base/outside the coil (subject device) frame. This was not stretching of the coil (subject device) but rather the protruding. The physician followed up with three other coils and completed the procedure successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer that during insertion of 2nd tetra device, the physician realized that the 1st tetra was still in the mc. So, physician pulled out the second tetra and went up with synchro to push the 1st tetra out of the mc due to which the mc was now at outside the tetra frame. The physician once again back up with 2nd tetra. However, he ended up being deployed at the base of the aneurysm because mc was being positioned at the base/outside the tetra frame during this process. Based upon the information provided therefore, a probable cause of user error will be assigned to the as reported codes since there was a deviation from the device directions for use (dfu) that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that when the physician went up with the coil (subject device), he realized that the first coil was still in the microcatheter. The physician pulled out second coil (subject device) and went up and used guidewire as a medical intervention to push the first coil out of the microcatheter. Physician went back up with the second coil (subject device), which ended up being deployed at the base of the anx due to the microcatheter being positioned at the base/outside the coil (subject device) frame. This was not stretching of the coil (subject device) but rather the protruding. The physician followed up with three other coils and completed the procedure successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR): the device remains implanted in the patient.